Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer became hospitalized. The customer declined tandem technical support's offer to perform troubleshooting and declined to provide information regarding the reported event.